Manufacturer narrative:
The inserter was returned to the MFR for eval. It was found that the tip which holds the implant was not to specification. A corrective action investigation has been initiated. See scanned page.

Event description:
It was reported that the pt underwent a tlif at l4/5. The implant slipped off from the inserter during impaction. A dural tear was noticed. The device was implanted again after the dura was repaired. It was reported that the pt had left foot drop post op.